Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak from modular chemistry (mc) wash collar on unicel dxc 800 pro synchron clinical system. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer in troubleshooting. The cts had the customer prime the probe and no vacuum at wash collar was observed. The customer disconnected the waste line at the connector and forced air back toward the wash collar, but no obstruction was found. On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse found the vacuum valve, line, and wash collar for the mc sample probe had large amounts of debris in them. The fse replaced valve, vacuum line and wash collar. The fse performed alignments and adjustments. The fse verified repair per established procedures. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue. (B)(4).